Event description:
A customer from (B)(6) reported to biomérieux out of range low (oorl) results for micafungin when testing a quality control sample (atcc 6258) in association with the vitek® 2 ast-ys07 test kit (UDI (B)(4)). The customer stopped testing patient isolates as a precaution. The customer switched to new qc strains and continued to have a problem. The customer was issued new ast-ys07 cards of a different lot number and initially had oorl results but after repeated attempts, the results were at the lower values within the acceptance range. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux out of range low (oorl) fluconazole (flu) and micafungin (mcf) results for a candida krusei quality control sample ((B)(4)) in association with the vitek® 2 ast-ys07 test kit. The customer did not submit the isolate for evaluation. An investigation was performed. The internal qc strain, candida krusei (B)(4), was subcultured and tested on two ast-ys07 cards from the two customer lots and a random lot. For flu, mics of either 8 or 16 were obtained on all cards tested, which are acceptable for this organism. For mcf, mics=0.12 were obtained on all cards tested, which is acceptable for this organism. The investigation concluded that the vitek® 2 ast-ys07 cards are performing as expected, and no further action is necessary.